Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a remote hallway value added services (vas) speaker in use with the information center had malfunctioned. No adverse event was reported.